Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) via a manufacturer representative on 2018-nov-06 reporting that the cause was not determined. No further actions were taken and the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient reported the stimulation has become intermittent and is pulsing more than it had previously. There were no factors that led to this issue. The rep attempted to reprogram the ins to adjust the pulsing. The pulse width and rate were changed, but was unable to resolve the issue. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.